Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed through review of the medical records. Medical records indicated that the patient was revised approximately 9 years post op due to pain, swelling, and elevated ion levels. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04)- head. Visual examination of the returned product identified the conical taper shows a circumferential ring pattern and dark debris. The stem remains implanted. The head was submitted for further analysis. Analysis determined a consensus modified goldberg score of 4. A score of 4 corresponds to ¿damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris.¿ root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00801803202, femoral head +0x32mm dia, lot: 61001862. Part: 00771101520, ml taper sz15.0 ext offset, lot: 60999818. Part: 536000057, clstr por shl w/seal 57mm conv, lot: 61135745. Part: 4377-32-057, sz 32/57mm hod ins durasu, lot: 60738298. Part: 00-6250-065-20, trilogy bone scr 6.5x20, lot: 60939918. Part: 00-6250-065-25, trilogy bone scr 6.5x25, lot: 61110827. This product was previously reported under MFR 0001822565-2019-02129. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02856.

Event description:
It was reported that a patient underwent left total hip arthroplasty and subsequently underwent a revision procedure almost ten years later due to pain, swelling, elevated metal ions. Patient's medical records indicated that there was corrosion on the trunnion. The surgeon was able to remove the corrosion from the stem taper and leave the implant in-vivo. The femoral head was removed and replaced. Attempts have been made and no further information has been provided.